Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was received. The investigation is currently in progress. Investigation is on-going.

Event description:
It was reported that the device could not be advanced and during removal the device separated. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was btk. The target lesion was the left below knee. The lesion was moderately calcified and heavily tortuous. The rate of stenosis was 80%. Kbt was performed. The complaint device was advanced to the lesion with a 6f 90cm sheathless, asahi intecc guiding sheath. At the tortuous part of the iliac artery and the aorta bifurcation there was difficulty advancing the device. Therefore the device was retracted. However during removal there was resistance felt and the device separated. The separated part was out from the hub of the guiding sheath, and it was removed with using a biopsy forceps. It is unknown how many times the device was inserted into the patient and unknown if the device was ever inflated. It is unknown if force was required or if kinks were noted during or after use. All parts of the device were removed from the patient. Another sleek device was then used however the same failure occurred. It is unknown how the procedure was completed but the procedure was finished successfully. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the device could not be advanced and during removal the device separated. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was btk. The target lesion was the left below knee. The lesion was moderately calcified and heavily tortuous. The rate of stenosis was 80%. Kbt was performed. The complaint device was advanced to the lesion with a 6f 90cm sheathless, asahi intecc guiding sheath. At the tortuous part of the iliac artery and the aorta bifurcation there was difficulty advancing the device. Therefore the device was retracted. However during removal there was resistance felt and the device separated. The separated part was out from the hub of the guiding sheath, and it was removed with using a biopsy forceps. It is unknown how many times the device was inserted into the patient and unknown if the device was ever inflated. It is unknown if force was required or if kinks were noted during or after use. All parts of the device were removed from the patient. Another sleek device was then used however the same failure occurred. It is unknown how the procedure was completed but the procedure was finished successfully. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. No external or internal packing was returned. The device was visually inspected under 4x-60x magnification by digital microscope camera. The device was returned in two pieces. The first piece measured 110mm from the strain relief and the second piece measured 1440mm. The device was returned with the valve connector attached. The hub was printed as expected and no visual defects were observed. The hypotube was returned in two pieces. On piece one there were two kinks noted. The first kink was noted approx. 15mm from the strain relief and the second kink noted approx. 85mm from the strain relief. On the second piece two kinks were also noted. The first kink was noted approx. 60mm from the break point and a second severe kink was noted approx. 265mm from the break. A third kink was noted approx. 40mm from start of the transition outer. No visual defects were observed on the outer, re-port, distal tip or balloon. There was evidence of contrast media in the balloon. A slight kink was noted at bond section of the inner. No functional examination carried out on the device as not applicable to the complaint. The result of the investigation is confirmed. Based upon the available information a definitive root cause has not been determined. It is unknown whether patient factors, such as the reported 80% stenosis, handling or procedural techniques have contributed to the reported event. Based on trending analysis performed no additional action is required at this time. The IFU states: description: the sleek® percutaneous transluminal angioplasty (pta) peripheral catheter family comprise a range of sizes of rapid exchange catheters for peripheral angioplasty. The catheter¿s proximal tubing is 304v stainless steel and the distal coaxial tubings are nylon co-polymer blend. The lumen of the shaft is used for the purpose of inflating and deflating the balloon. A second lumen at the tip is used for advancing the guidewire. Indications: the sleek® catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Warnings: reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. If the hypotube kinks prior to or during use the catheter should be discarded. No attempt should be made to straighten a kink in the hypotube. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation: remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Deflation and withdrawal: simultaneously withdraw the dilatation catheter and guidewire from the guiding catheter/sheath. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. (B)(4).